Manufacturer narrative:
H2: additional information. H6: type of investigation - additional.

Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. Throughout sunday, (B)(6) 2024, and monday morning, the cgm reading was 300 mg/dl or more and this number wouldn´t decrease even the patient self-treating with 4 to 6 units of insulin every two to three hours. There was no bg taken during that time. On monday, (B)(6) 2024, at 5:00 am the patient was taken to the hospital by his wife. During that time the patient was feeling ¿lousy¿. No paramedics were called. No medication was given on the way to the hospital. At the hospital they took a bg reading which was 600 mg/dl or more and he got admitted. Medical staff administered 10 units of long-lasting insulin (humalog pen), two bags of IV solution and added a "shot" of steroids to the IV fluids. They also performed an electrocardiogram. In addition the patient was treated with ropinirole for his diagnosed parkinson's disease and zantac for anxiety. After the bg decreased to 160 mg/dl, the patient signed himself out of the hospital against medical advice. At the time of the report the patient was good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.